Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, r-wave amplitude variation, and low pacing impedance. The rv lead also exhibited noise over-sensing detected as false high ventricular rate. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
The rv lead noise over-sensing resulted in pacing inhibition.

Manufacturer narrative:
The reported events of unacceptable threshold, noise, r-wave amp variation and low pacing lead impedance were confirmed. A complete lead was returned in one piece. Electrical testing found an internal short between conductor paths. Destructive analysis found an abrasion breaching the inner insulation and exposing the inner coil at 52.5cm to 53.2cm from the connector pin. The cause of the reported events was isolated to the inner insulation abrasion.